Manufacturer narrative:
Concomitant medical products: biotronik lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was removed due to subclavian vein occlusion in order to facilitate replacement of the right ventricular lead. A new ra lead was then implanted. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: drug lot number; treatment/ therapy from date. If information is provided in the future, a supplemental report will be issued.